Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was indicated that the existing device had a tandem cuff. A surgical procedure was performed in which the existing device was removed and replaced. Upon explant, fluid loss was identified due to a hole in one of the cuffs. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.